Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that the 840 ventilator automatically shutdown and failed to continue delivering breaths while the patient was connected. It was reported that the hospital staff inspected the ventilator and found that unit had generated an unexpected reset umpire test portion of the power on self-test (post) breath delivery unit (bdu) and replaced the breath delivery unit (bdu) board. The unit was reported to be in a working condition. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available to medtronic. With the information available investigation could not confirm reported issue of unit failed to continue delivering breaths and shutdown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator automatically shutdown and failed to continue delivering breaths while the patient was conne cted. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.